Event description:
This lead was an attempted implant on (B)(6)2012. It was not used as it dislodged post pocket closure and the md was dissatisfied with the lead. The procedure took place at (B)(6)medical center with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).